Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that a button on the insulin pump was not working. Customer's blood glucose was 206 mg/dl. About six months prior to the issue, it was stated, corrosion on the battery cap and battery spring area had been noted. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube, corroded battery cap and moisture damage on the keypad traces. All of the buttons are functioning properly. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corner.